Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had a rise in shock impedance out of range greater than 125 ohms. The plan was to increase the out of range alert value, and discussed that a commanded shock did not seem warranted at this time. The device system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Sending with updated conclusion code.

Event description:
No new information was reported.